Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). On june 28, 2016, it was reported that the plate was broken. Clinical follow up was conducted to clarify any additional information about the reported event however, the customer was unresponsive. The customer returned a skin graft mesher device for evaluation. Zimmer biomet surgical has previously repaired/evaluated the skin graft mesher five times. The last repair was january 6, 2016 where it was reported that the plate was broken and the roller, worn bushings, worn side plates, and damaged comb were replaced. This is not a related issue. The skin graft mesher was manufactured on december 7, 1998, and is over 18 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher revealed nicks and scratches to the mesher handle. The latching pins engage as intended. The comb was significantly deformed. The roller gear was significantly worn. The ratchet was of an older style and would not ratchet. The test mesh was unable to be performed due to the nature of the comb. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the damaged comb, roller, gear, shoulder bolts, ratchet gear, pin and spring. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested per repair instructions. The reported event was confirmed since during the initial inspection it was noted that the comb was significantly deformed. Based on the information that was provided the root cause of the reported event could not be specifically determined. However, during the initial inspection it was noted that the comb was significantly deformed. The IFU states that ¿to avoid damage to the comb, the comb must be in the horizontal position before the cutter is installed.¿ the skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that the plate was broken. Initial inspection of the returned mesher revealed the comb was significantly deformed. No patient involvement. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.